Event description:
The 700 pound lift poitn on the device which holds the pt sling detached itself from the arm of the lft700. At this time, the pt was placed onto the bed. No injuries were reported. It appeared as though someone from the facility using the device had manipulated the 700 pound lift point (i.e. Moved it from its original position). Moving this lift point is not part of the requirements necessary to operate the device, nor is it recommended by the manufacturer.